Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter read ¿apply sample¿ whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged product issue began. On an unspecified date prior to the alleged issue, she reported that she had ¿passed out¿ and on ¿1200, (B)(6) 1015¿ stated she received a glucagon injection from emergency medical service as treatment. The patient stated that on an unknown date that she had experienced an issue with ¿apply sample¿ message appearing on the subject meter. The patient manages her diabetes with insulin (self-adjuster) and denied taking any action to her usual diabetes management routine as a result of the alleged issue. At the time of troubleshooting, the cca noted that this was the first time the product was being used and the correct testing steps were carried out. Cca also determined that the test strips did not completely draw in the blood sample. The issue was unresolved through troubleshooting. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.